Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented for revision surgery due to infection in the knee joint. Tibial insert revised. This patient had a previous mismatch of the revision devices with the tibial tray. A size 5 primary tibial tray was not explanted but size 4 femur and tibial tray insert were implanted. During this latest revision surgery, a size 5 tibial insert was implanted after treatment for infection. However, this does not match the size 4 femur. Surgeon is aware of the sizing issue.